Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ffr (fractional flow reserve) status dropped all vitals as if the patient was declining and then went back on its own. It was reported by the customer that, when accessing ffr, screen blanks out, press channels and ECG disappears and will take upwards of a minute to reappear. There was no reported patient impact / injury.